Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photos and one device opened by the account with the appropriate packaging and eighteen devices. A visual inspection of the returned photos noted: the first photo depicts the jaws of the instrument with a clip turned sideways and not properly load. The second photo depicts a close up of the jaws of the instrument with a clip turned sideways and not properly load. The third photo depicts the entire instrument with a clip turned sideways and not properly load. Visual inspection noted that the first instrument was partially applied. The distal end of the channel cover was intact. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. Visual inspection of the eighteen sealed instruments noted no abnormalities. Functionally; the partially fired instrument (first instrument) was first test fired once in air so that the clip formation could be observed. Seven clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. The eighth clip loaded improperly and was malformed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the instrument was not fully cycled or mishandled could generate a turn clip condition causing the clip carrier to bend and possibly a malformed clip. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open hysterectomy procedure, on preparation of tissue, there were issues experienced with loading/ firing of the clips. The second clip malformed and were not able to be fired. They used another device to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.